Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that whenever she used the tampons, they fell apart upon removal. No injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that whenever she used the tampons, they fell apart upon removal. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons fall apart upon removal [device breakage], no adverse event [no adverse event]. Case description: consumer contacted via e-mail and stated that whenever she used the tampons, they fell apart upon removal. No injury was reported.